Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection confirmed that the main coil was intact. The coil delivery wire was seen to be kinked/bent. The coil delivery wire was seen to be broken/fractured. The coil introducer sheath was intact. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil failed/unable to detach could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was returned for analysis. The main coil was intact, the coil delivery wire was seen to be kinked/bent, the coil delivery wire was seen to be broken/fractured. The coil introducer sheath was intact. An assignable cause of procedural factors will be assigned to the reported main coil failed/unable to detach and as analyzed (aa) coil delivery wire broken/fractured during use, as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to aa code 'coil delivery wire kinked/bent', as this defect appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
The subject device was returned for analysis and the device investigation revealed that the coil delivery wire was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.